Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo left anterior descending artery that was 100% stenosed. The lesion was pre-dilated using a semi complaint balloon and stented with a xience prime 2.25x15mm at 16 atmospheres. Fluoroscopy after stenting showed dissection at the distal end of the stent. Another same size xience prime was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.